Event description:
Philips received a complaint from customer biomed reporting a proximal pressure sensor autozero failed message occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue in the device error log. The bme reported the error occurred shortly after replacement of the flow sensor assembly. The rse advised the bme of the necessary troubleshooting to identify the cause. The bme reported that some of the pins were out of the data acquisition (da) printed circuit board assembly (pcba). The bme re-installed the da pcba to realign it to the top of the flow sensor assembly. The device was operational after repairs were completed.

Manufacturer narrative:
E1 reporter phone number - (B)(6).